Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection showed that the device was cracked on right plunger case (on the side). During the syringe test, check and testing of digital plunger, the problem was duplicated. The root cause of the reported issue was found to be normal wear. Plunger circuit board does not operate as intended as a result. Replaced plunger's circuit board. Performed syringe test and all functional tests which passed.

Event description:
It was reported that there was a force sensor issue. No patient injury was reported.